Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had poor coupling. The patient was asked to reposition the antenna. The steps for antenna locate fore reviewed and antenna locate was attempted. The issue was not resolved. The patient saw a poor coupling screen. The patient had 2 coupling bars. The patient stated that it has been this way ever since the beginning and it takes too long to recharge. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: should have had a date listed as (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.